Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion being treated was located in the right external iliac artery, it is noted that this is an off label use. The 7.0 x 60mm express biliary ld premounted stent system was advanced to the lesion and dislodged from the stent delivery system, prior to being positioned in the target lesion. The stent delivery system balloon was re-inserted and the stent was deployed where it dislodged. Another stent was deployed at the target lesion. The patient's condition was reported as "fine". Additional information was requested but not received.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device was disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.